Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: display is not booting.touch not working.cross check with esm board and machine working fine.need to replace esm board and display frond. No patient involvement.